Event description:
Olympus was informed that during an unspecified procedure the titanium jaw broke in half. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone to obtain additional info regarding the report, but with no result. The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's report could not be determined at this time. This report will be supplemented if additional info is received later.